Event description:
The customer reported the system displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
The service rep checked tracking, it was within specs. Adjusted i.I. Focus for normal, mag1 and mag2 modes. Very slight improvement. Adjusted camera focus for best image possible. System is almost 13 years old with the original i.I. Suggest replacing imaging chain starting a new i.I. To improve image overall. As this system is very close to "end of life" not sure if this is a practical option.